Event description:
The balloon catheter was advanced into the proximal segmental stenosis in the lad. Multiple inflations were performed at 4, 6, and 8 atm, but at 10 atm inflation over the most severe portion of the lesion caused a balloon rupture and a proximal dissection. This was not a flow-limiting lesion and the patient remained stable through this event. The ruptured balloon catheter was then exchanged for a stent, which was deployed in the proximal lad. A second stent was deployed proximal to the first stent, overlapping the distal stent by 1-2 mm.